Event description:
According to the available information, the joint between the mesh and thread broke (static - anchor to suture break) while adjusting the device for final placement. Another sling was used successfully.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. One nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc.